Event description:
During the transfemoral tavr procedure, upon removal of the sheath and delivery system, a dissection and perforation of the abdominal aorta was observed. Initially, the patient was noted to have tortuous iliacs and aorta as well as severe scoliosis of the spine. The tortuosity of the vascular tree was discussed during the pre-case briefing, specifically the potential complications regarding the left lateral bias of the abdominal aorta. There was some discussion as to the use of a ¿buddy wire¿ system to aid in straightening the descending aorta (dsao); however the team determined that the course of the sheath and delivery system would be reasonable without adjunctive techniques. The 26mm sapien xt was selected as appropriate for the annulus diameter with a corresponding 18fr delivery system and esheath. Placement of the delivery system was performed percutaneously with relative ease as wire path to the ascending aorta (asao) was ¿double s curved¿, previously noted on CT and angiography. While advancing the novaflex system, it was evident that there was significant bias to the left laterally, however, the delivery system was advanced to the asao and the 26mm xt was able to be delivered successfully. Subsequent post deployment angiography and tee determined trace aortic regurgitation. The novaflex+ delivery system was removed. Dsao angiography was then performed to assess the ilio-femoral tree post tavr. A dissection (approximately 4cm) and associated perforation of the abdominal aorta was evident with mild extravasation. Vascular surgery was contacted and a medtronic 40mm coda occlusion balloon was placed to treat site of dissection/perforation. Following the surgical consult, a medtronic endograft was percutaneously placed and the region of injury was successfully repaired. The femoral site was closed with sutured mediated closure technique (perclose x 2). The patient remained hemodynamically stable throughout all aspects of the procedure (tavr and endovascular repair) and was extubated prior to transport, awake and oriented. The dissection was attributed to navigating the novaflex + delivery system and mounted 26mm sapien xt through the patient's severely tortuous iiiacs and aorta.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. Vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. In this case, the patient¿s access vessel diameter was adequate for the (18fr) sheath; 6.5mm. However, as noted in the report, both the patient¿s iliac arteries and abdominal aorta were described as severely tortuous. The dissection was attributed to navigating the novaflex + delivery system and mounted 26mm sapien xt through this tortuous path. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.